Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on cord, crack on connector, fiber breakage, dents and scratches at distal edge (degraded), peeling golden plate (degraded), multiple cracked on video connector, dirt in objective lens, loose outer tube, blurry image, light transmission failed, fog free function version 7. A root cause could not be identified. Based on the results of the investigation, it is likely the cause of cut on cord, crack on connector, fiber breakage, dents and scratches at distal edge (degraded), peeling golden plate (degraded), multiple cracked on video connector, loose outer tube, blurry image, light transmission failed, fog free function version 7 traced to expected or random component failure without any design or manufacturing issue. The most probable cause of dirt in objective lens was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a rip in the cord. There were no reports of patient harm.